Event description:
The balloon would not deflate following deployment of a stent in the carotid artery. The balloon was withdrawn into the guiding catheter and began to deflate at that time. The balloon and guiding catheter were removed as a unit without incident. Another balloon was used to successfully dilate the stent without pt complications. This device was returned, evaluated and retained by this MFR. Performance testing could not confirm a deflation issue. The balloon inflated and deflated without incident. This device was used in a non-indicated procedure which may have contributed to this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed, or obstructed iliac, femoral, or renal vessels in the peripheral vasculature. These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."